Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was not given. The insulin pump passed the displacement test and the blood glucose reading was brought back to normal. Nothing further was reported.